Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient was a 33-year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses on (B)(6) 2010. The devices were explanted with full capsulectomy and no replacement on (B)(6) 2019. Additionally, bilateral deflation was noted. The following symptoms accompanied the autoimmune reaction reported: breast hardening, breast pain ¿ muscle aches, pain, and weakness ¿ joint pain and soreness ¿ hair loss ¿ dry, peeling skin ¿ unintentional weight loss ¿ chronic fatigue ¿ cognitive dysfunction (brain fog, difficult word retrieval, memory loss) ¿ breast hardening, breast pain, visual veins ¿ muscle aches, pain, and weakness ¿ joint pain and soreness ¿ hair loss ¿ dry, peeling skin ¿ unintentional weight loss ¿ easy bruising, slower wound healing ¿ temperature intolerance ¿ low libido ¿ ringing in the ears ¿ heart palpitations ¿ shortness of breath ¿ metallic taste in the mouth ¿ oral thrush ¿ night sweats (drenching) ¿ skin rashes ¿ estrogen/progesterone imbalance ¿ swollen, tender lymph nodes in breast, underarms, throat, neck ¿ tingling or numbness in legs ¿ burning pain around the chest wall, breasts ¿ breast tightness, chest ¿ cold and discolored hands and feet, loss of feeling ¿ body odor ¿ muscle twitching ¿ vertigo ¿ rib pain ¿ frequent urination ¿ chronic neck and back pain ¿ reoccurring sinus, urinary tract infections ¿ throat clearing, difficult swallowing, tight feeling ¿ chronic inflammation ¿ headaches, dizziness, and migraines ¿ mood swings, emotional instability ¿ anxiety, panic attacks ¿ general all around feeling like I am dying. Diagnosed by physicians: ¿ auto immune ¿ fibromyalgia ¿ lymes disease ¿ sero positive rheumatoid arthritis ¿ lupus ¿ sjörgen¿s syndrome ¿ raynaud¿s syndrome ¿ graves disease ¿ scleroderma ¿ epstein-barr virus ¿ polycystic ovarian disease (currently have 12 hemorrhagic cysts) ¿ endometriosis ¿ menorrhagia ¿ episodic seizures ¿ guillain barre syndrome ¿ ankylosing spondylitis ¿ eczema ¿ toxic metal reaction ¿ multiple sclerosis ¿ epilepsy. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline prostheses placed experienced autoimmune reaction including pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10837 for contralateral prosthesis report.